Event description:
I have mentor gel implants. They were surgically implanted (B)(6) 2010. For the past 9 years I have been in and out of doctors. Prior to implants I was able to run marathons and triathlons. For the past 5 years I¿ve been in and out of doctors¿ offices for auto immune issues. I plan to explant (B)(6) 2019. My list of symptoms include pain, inflammation, diverticulitis, osteoporosis, and other ailments. I cannot say medically if my implants are the cause but I know my body is not healthy and my immune system is fighting . This all happened once I got implants. I can send relevant tests to you if you like . Ana markers are positive for lupus or other arthritis diagnosed with osteoporosis and menopause (early).